Event description:
Left colectomy. Plcr75b reload fired incompletely. A cs29 dlu was attached to flexshaft and had difficulty getting into firing range. There was a lot of "clicking" observed. Dlu eventually got into range and was fired successfully. No intraoperative leak was observed via sigmoidoscopy. However, since the anastomosis was more proximal in the left colon, the colon could not be submerged under irrigation to observe any bubbles. Patient was closed and there was no objective evidence to support that the device malfunction contributed to the event. Update on 2007: surgeon informed sales associate that the pt was still in the hospital with an "ileus" and was to undergo a radiological study.